Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify unexpected battery power loss due to blank display. The following were noted during visual inspection: cracked case, cracked battery tube threads, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to fluid. The insulin pump was full of water specially the screen and customer was tried to dry it and it was not working anymore. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.